Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that a bd2xv gastric band was implanted into the patient in 2007, which functioned properly until 2012, then several adjustments were done and finally a leak was identified in (B)(6) 2013.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2017. Device was received with the following components present; one velocity port with 29 punctures on the septum and the number 20-00-31-28; perforation of the balloon. The gastric band had 47 cm of tube from the catheter connector, a 3.13 mm large puncture near to the band tip, with the buckle tab damaged. In addition to the visual / functional analysis of the device the following investigation was conducted: the product's instructions for use (IFU) booklet was reviewed with respect to band leakage. The IFU states that care must be exercised when grasping / manipulating the balloon with sharp instruments during surgery in order to avoid damage to the balloon. Manufacturing practices were reviewed with respect to testing of the swedish adjustable gastric band (sagb) prior to release. It was noted that 100% of all devices are leak tested. Based on the above, it was tentatively concluded that the reported event was the result of pre-operative or intra-operative perforation of the balloon as a result of handling / manipulation with sharp instrumentation.